Event description:
Paper particles from bbraun 5 micron filter lot# 7207812, exp 06-2015. Found in IV bags of drug after using 5 micron filter to filter medication for admixture. Ampules of drug and bags of diluent inspected from same lots and no particulates found. Changed to different lot of filters and no subsequent particles found in admixture bags. Dates of use: (B)(6) 2012.